Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her grandson's glucose level spiked to 572 mg/dl, while he was wearing his pod, which was not delivering insulin properly. The site showed irritation and infection. Recently, the child has needed more insulin, requiring pod changes every 2 days instead of 3, despite filling it with 200 units. The site was prepared with alcohol, and the pod was removed. The patient successfully resumed treatment, and the doctor prescribed antibiotics. The patient was advised to review insulin and infection issues with cps. The pod was discarded due to irritation, and both pods were from the same box. An outreach attempt was made at 4:30 pm, but there was no answer. An email with resources and agent contact information was sent, and the task was closed.